Manufacturer narrative:
The customer¿s report of no audible alarms and sections with air in the line below the device was not replicated or confirmed. Review of the pcu event log found no infusions that occurred on the customer complaint day of (B)(6) 2019. Review of lvp event log identified (2) air in line alarms and (1) accumulated air in line that occurred on the day of the last programmed infusion. Testing and inspection of the returned pump module found no malfunctions and to be infusing within specification. The event administration set was not returned for investigation. The root cause of the reported no audible alarms and sections with air in the line below the device was not determined.

Event description:
It was reported that during a propofol infusion at an unspecified rate, the user noted many sections with air in the line below the device. The rn stated that there were no audible alarms noted. The customer indicated that there was no patient harm.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Requested patient demographics decline to provide.

Event description:
It was reported that during a propofol infusion at an unspecified rate, the user noted many sections with air in the line below the device. The rn stated that there were no audible alarms noted. The customer indicated that there was no patient harm.